Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: a call service 069 (cs69) alarm was reproduced at power up. The pump was unable to recover from the cs69 alarm after reboot. The cs69 failure is defined as language file corruption while retrieving the language text. The cs69 failure was written as cs 087 failure in the black box. The error is resident to the flash chip (u39) component. The failure is under investigation under CAPA# (B)(4). Unrelated to the complaint the battery compartment was cracked below the bumper.